Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') and cerebrovascular accident ('stroke-like symptom') in an adult female patient who had essure (batch no. 676714) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included augmentation mammoplasty, lasik eye surgery, bunion operation, appendectomy, cesarean section, pelvic adhesions and multiple cesarean sections. Plaintiff underwent test colonoscopy in 2010. Previously administered products included for an unreported indication: oral contraceptive nos in 2004. Concurrent conditions included hypertrophy of uterus, paratubal cyst, benign polyp of uterus and leiomyoma nos. Concomitant products included drospirenone;ethinylestradiol (yasmin) from 1995 to 2010. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), cerebrovascular accident (seriousness criterion medically significant), abdominal pain lower ("pain/cramps"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), eye movement disorder ("eye twitching"), migraine ("migraine / headache"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), anaemia ("anemia-hemoglobin"), cystitis ("infection (bladder/ urinary tract/vaginal) type: both"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: both"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: both") and infection ("infection (other)-describe "several"") and was found to have weight increased ("weight gain"). The patient was treated with physical therapy (treated for muscle spasm) and surgery (total laparoscopic hysterectomy, bilateralsalpingectomy with robot.). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, cerebrovascular accident, abdominal pain lower, vaginal haemorrhage, eye movement disorder, migraine, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, cystitis, urinary tract infection, vaginal infection and infection outcome was unknown and the fatigue, alopecia and anaemia was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, anaemia, cerebrovascular accident, cystitis, dysmenorrhoea, dyspareunia, eye movement disorder, fatigue, infection, menorrhagia, migraine, nausea, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted for removal of essure : plaintiff reported explant date, whereas also mentioned that she is not planning for essure removal. Number of trailing coils: left: 1 and right: 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : heavy menstrual flow, dysmenorrhea, anemia. Most recent follow-up information incorporated above includes: on 4-feb-2021: medical record received lot number, reporter information and rcc were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') and cerebrovascular accident ('stroke-like symptom') in an adult female patient who had essure (batch no. 676714) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included augmentation mammoplasty, lasik eye surgery, bunion operation, appendectomy, cesarean section, pelvic adhesions and multiple cesarean sections. Plaintiff underwent test colonoscopy in 2010. Previously administered products included for an unreported indication: oral contraceptive nos in 2004. Concurrent conditions included hypertrophy of uterus, paratubal cyst, benign polyp of uterus and leiomyoma nos. Concomitant products included drospirenone;ethinylestradiol (yasmin) from 1995 to 2010. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), cerebrovascular accident (seriousness criterion medically significant), abdominal pain lower ("pain/cramps"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), eye movement disorder ("eye twitching"), migraine ("migraine / headache"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), anaemia ("anemia-hemoglobin"), cystitis ("infection (bladder/ urinary tract/vaginal) type: both"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: both"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: both") and infection ("infection (other)-describe "several") and was found to have weight increased ("weight gain"). The patient was treated with physical therapy (treated for muscle spasm) and surgery (total laparoscopic hysterectomy, bilateralsalpingectomy with robot.). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, cerebrovascular accident, abdominal pain lower, vaginal haemorrhage, eye movement disorder, migraine, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, cystitis, urinary tract infection, vaginal infection and infection outcome was unknown and the fatigue, alopecia and anaemia was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, anaemia, cerebrovascular accident, cystitis, dysmenorrhoea, dyspareunia, eye movement disorder, fatigue, infection, menorrhagia, migraine, nausea, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted for removal of essure : plaintiff reported explant date, whereas also mentioned that she is not planning for essure removal. Number of trailing coils: left: 1 and right: 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : heavy menstrual flow, dysmenorrhea, anemia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') and cerebrovascular accident ('stroke-like symptom') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included augmentation mammoplasty, lasik eye surgery, bunion operation, appendectomy, cesarean section, pelvic adhesions and multiple cesarean sections. Plaintiff underwent test colonoscopy in 2010. Previously administered products included for an unreported indication: oral contraceptive nos in 2004. Concurrent conditions included hypertrophy of uterus, paratubal cyst, benign polyp of uterus and leiomyoma nos. Concomitant products included drospirenone;ethinylestradiol (yasmin) from 1995 to 2010. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), cerebrovascular accident (seriousness criterion medically significant), abdominal pain lower ("pain/cramps"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), eye movement disorder ("eye twitching"), migraine ("migraine / headache"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), anaemia ("anemia-hemoglobin"), cystitis ("infection (bladder/ urinary tract/vaginal) type: both"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: both"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: both") and infection ("infection (other)-describe "several"") and was found to have weight increased ("weight gain"). The patient was treated with physical therapy (treated for muscle spasm) and surgery (total laparoscopic hysterectomy, bilateral salpingectomy with robot.). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, cerebrovascular accident, abdominal pain lower, vaginal haemorrhage, eye movement disorder, migraine, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, cystitis, urinary tract infection, vaginal infection and infection outcome was unknown and the fatigue, alopecia and anaemia was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, anaemia, cerebrovascular accident, cystitis, dysmenorrhoea, dyspareunia, eye movement disorder, fatigue, infection, menorrhagia, migraine, nausea, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted for removal of essure : plaintiff reported explant date, whereas also mentioned that she is not planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : heavy menstrual flow, dysmenorrhea, anemia most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Reporter information were added. Date of insertion and removal added. This case become incident. Medical history and concomitant drug were added. Previously reported event injury to herself were updated to abnormal bleeding (vaginal), menorrhagia, eye twitching, stroke-like incident, infection (bladder/ urinary tract/vaginal) type: both, infection (other)-describe "several", migraines / headaches, nausea, dental problems, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain/cramps, vaginal discharge, fatigue, weight gain, hair loss were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.